Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring before the incident. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support resolved to replace the pump, but as it was not under warranty, the caller declined the option for an out-of-warranty loaner pump and had no backup therapy available, intending to contact their healthcare provider for further assistance.